Event description:
This type of cane bends too easily when body weight is put on it. It cannot sustain amount of pressure put on it for pts to walk safely. The tip comes off if caught on the edge of stairway or curb. Some tips fall off without outside force applied. Pt safety is a definite focus.